Event description:
It was reported that the patient underwent a pump exchange in (B)(6) 2019.

Manufacturer narrative:
Event date was estimated. Pump serial number was not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Further information was received indicating this event was duplicate information and event details are reported in manufacturer reference number 2916596-2019-04598.